Event description:
Apifix was notified that patient # (B)(6) complained of "movement in my back" and presented to the clinic where x-rays revealed movement in the apifix device and subsequent recurrence of the curve correction. Worn teeth on inner tube of apifix device were observed.